Event description:
It was reported that the patient received a durom acetabular component 56/50 code p, right hip, on (B)(6) 2006. Due to night pain, and restricted range of movements, the patient underwent revision surgery on (B)(6) 2012. The report also mentioned that the walking time of the patient was limited to 20 minutes, roughly 50 yards.

Manufacturer narrative:
The product has not been received by the MFR for investigation. Once received and investigated and the result has been made available, an updated report will be submitted. Zimmer has issued an enhanced surgical technique which further emphasizes proper technique with additional warning statement, already documented in the instruction for use which accompany the device. Included with the enhanced surgical technique users received a training dvd end october 2009 which contained required surgeon training materials. Failure to verify completion of the training by the required date resulted in the surgeon being denied access to the durom acetabular cup. (B)(4).